Event description:
Per chief nurse executive, the physician ordered an infusion of d5/ 1/2 normal saline with 20 meq potassium chloride to infuse at 40ml/hr. The nurse put 80 ml of the infusion in a burette at 8 am. At 9 am the burette was empty. There was no pt harm and no medical intervention. Device has not been received for investigation yet. Follow up report will be sent when the investigation is completed.

Manufacturer narrative:
Patient info requested and all available info is included.